Event description:
It was reported that during a stapled proctoplexy, the staple line was not complete. The device did not fire staples from the 9 o'clock to the 12 o'clock position. Sutures were used to complete the procedure. The patient is fine.